Event description:
It was reported that the gastrointestinal videoscope had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling off on the charge coupled device unit and black foreign material in the nozzle. Based on the results of the investigation, regarding the allegation of the customer, the cause was due to peeling off on the charge coupled device unit and for the black foreign material in the nozzle, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.